Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed in (B)(6) 2025. During a routine follow up on (B)(6), 2025, it was noted that the patient appeared to have hydrogel in the peripheral portion of the apex. Magnetic resonance imaging (MRI) was reviewed and showed the full amount of the hydrogel in the peripheral zone immediately posterior to the urethra. There is a thin rim of prostate capsule posterior to the gel. There was no patient complications reported, and the physician will proceed with the planned radiation.